Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right atrial (ra) lead had an alert for low out of range pacing impedances less than 200 ohms. It was noted that the trend prior to this had been incredibly steady. The patient was in chronic atrial fibrillation, and the plan was to reprogram the device to not deliver therapy in the atrium. The system remains in-service at this time, and it was discussed to perform further troubleshooting at the next visit. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The header was firmly attached to the case, and all seal plugs were intact and undamaged. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of low pacing impedances.

Event description:
This device was returned by the funeral home after an unrelated patient death.